Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were unresponsive and that the buttons were sticking for a couple of weeks. It was reported that condensation was under the display. The keypad was reportedly intact. The patient reportedly wore the pump on the waist and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed that the display and bolus button were leaking during a leak test. Also unrelated to the complaint, there was corrosion found in the vibrator motor and it was found not to be working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.